Event description:
One touch ultra meter was displaying apply sample after sample application. The patient stated the meter had not worked for 1 week and they continued to take their oral medication. No symptoms of high or low blood glucose, no treatment given. On another one touch ultra meter at the office, the patient.s blood glucose was 120 mg/dl. The meter was replaced and the return expected.